Event description:
Boston scientific received information stating: during at replacement procedure with a new implantable cardioverter defibrillator the lv lead did not stimulate at the programmed frequency but a lower frequency. Dr. (B)(6) hospitalario (B)(6). Implant date- unknown. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).